Event description:
Reported the surgeon attempted to use a aq2003v three piece silicone lens. Lens was not implanted due to haptic broke off. Further information has been requested, but none has been forthcoming. A supplemental will be filled if further information is made available.

Manufacturer narrative:
(B) (4). (B) (4).